Manufacturer narrative:
The account found fluid ingress on the left siderail ucm board. The account replaced the ucm board to repair the bed.

Event description:
The account alleged that the head hi/low is slowly drifting down on this bed.